Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was an issue with aux interface. The field service engineer replaced aux interface to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary system was not turning on and station stuck on black screen when user was trying to issue medication to patient.however, there were no adverse events or injuries reported based on this event.